Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support if malfunction recurred, which caller acknowledged and understood.